Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal ceftazidime (one gram every day for fourteen days) and intraperitoneal vancomycin (1.5 grams every four days, five doses total) for peritonitis. The patient recovered from the peritonitis event. Dianeal therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Patient weight reported as (B)(6). Initial reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.